Manufacturer narrative:
Investigation summary: 03/24/2026: no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer reported that the nurse noticed that the syringe of the doxorubicin was not infusing and kept saying "occluded." The nurse removed the syringe that had spiros attached from the clave port and then noticed that some of the drug squirted out of the air inlet. The event occurred during infusion. There were no serious injury/death and no blood loss. There was no unprotected chemo exposure or delay in critical therapy. There were no adverse operator consequences and no medical or surgical intervention required.